Event description:
It was reported that biomed reported to arrow field service that pump shut off during pt transport while it was on dc operation. No alarms occurred. The pump was exchanged. There were no reported pt complications.